Event description:
Additional information was provided from a healthcare provider via a company representative stated that the cause of the patient¿s symptoms was due to the pump being empty. The patient was put on oral medication, and the pump was filled with preservative saline. The patient still has increased pain, but the other symptoms were resolved. The cause of the volume discrepancy and reservoir appeared to be collapsed was unknown. The volume discrepancy and reservoir appeared to be collapsed was resolved.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep). The rep stated that the patient's pump has been filled with medication and the symptoms have been resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that the healthcare provider (hcp) went to refill pump and expected ~17 ml and could not aspirate anything. The hcp took a lateral image - which showed that the reservoir appeared to collapse as if it was empty. The agent suggested that they could fill the pump with saline or drug and then monitor the volume over time. The company representative (rep) stated that the patient had symptoms of restless legs as well as nausea a few days after the replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.